Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to gold and nickel') and goitre ('multinodular goiter worsening') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multinodular goiter. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced dry skin ("dehydration in the hands"). In 2007, the patient experienced goitre (seriousness criterion medically significant). In 2010, the patient experienced fatigue ("tiredness"), arthralgia ("joint pain"), arthropathy ("shoulder problems"), bursitis ("bursitis") and rotator cuff syndrome ("supraspinatus tendon rupture"). In 2013, the patient experienced skin disorder ("problems in all body skin/bumps of different size appeared all over the body"), pruritus ("itching") and skin reaction ("the skin reacted bad to fabrics that carry polyester, soap, body gel and cream"). In 2017, the patient experienced sciatica ("lumbosciatica") and amnesia ("memory loss"). In (B)(6) 2019, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed with fallopian tubes and thyroidectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, goitre, dry skin, fatigue, arthralgia, arthropathy, bursitis, rotator cuff syndrome, skin disorder, pruritus, skin reaction, sciatica and amnesia outcome was unknown. The reporter considered allergy to metals, amnesia, arthralgia, arthropathy, bursitis, dry skin, fatigue, goitre, pruritus, rotator cuff syndrome, sciatica, skin disorder and skin reaction to be related to essure (ess205). The reporter commented: essure was removed, on (B)(6) 2019. She then commented that has been allergic to nickel before essure placement and has always had problems wearing jewelry. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2013: nickel allergy; in 2019: positive to nickel and gold. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/mtm/52859) on (B)(6)2019. The most recent information was received on (B)(6)-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to gold and nickel') and goitre ('multinodular goiter worsening') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multinodular goiter. On(B)(6)2005, the patient had essure (ess205) inserted. In 2006, the patient experienced dry skin ("dehydration in the hands"). In 2007, the patient experienced goitre (seriousness criterion medically significant). In 2010, the patient experienced fatigue ("tiredness"), arthralgia ("joint pain"), arthropathy ("shoulder problems"), bursitis ("bursitis") and rotator cuff syndrome ("supraspinatus tendon rupture"). In 2013, the patient experienced skin disorder ("problems in all bodys skin/bumps of different size appeared all over the body"), pruritus ("itching") and skin reaction ("the skin reacted bad to fabrics that carry polyester, soap, body gel and cream"). In 2017, the patient experienced sciatica ("lumbosciatica") and amnesia ("memory loss"). In (B)(6)2019, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed with fallopian tubes and thyroidectomy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the allergy to metals, goitre, dry skin, fatigue, arthralgia, arthropathy, bursitis, rotator cuff syndrome, skin disorder, pruritus, skin reaction, sciatica and amnesia outcome was unknown. The reporter considered allergy to metals, amnesia, arthralgia, arthropathy, bursitis, dry skin, fatigue, goitre, pruritus, rotator cuff syndrome, sciatica, skin disorder and skin reaction to be related to essure (ess205). The reporter commented: essure was removed, on (B)(6)2019. She then commented that has been allergic to nickel before essure placement and has always had problems wearing jewelry. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2013: nickel allergy; in 2019: positive to nickel and gold. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.